Event description:
It was reported that during a treatment procedure, a device became contaminated due to the package ripping. This 5/c1/65/035 imager ii diagnostic catheter was removed from the package. The packaging was ripped and the device became contaminated. This occurred during unpacking and did not involve a patient. The procedure was continued with another 5/c1/65/035 imager ii diagnostic catheter.

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).